Manufacturer narrative:
(B)(4). Batch # m5450h. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut indicating that the instrument achieved a full firing stroke; however the instrument was received fully loaded with staples. A new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. The anvil was attached on the device completely and without any difficulties during functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open total gastrectomy, the trocar was returned into the housing and the anvil could not be set to the trocar when the anvil intended to be set to the trocar. The device was used between the esophagus and the jejunum. Eventually, the jejunum tore. Then, the torn site was cut again and the housing of the second device was used with the anvil of the first device and the firing was completed. The doctor was familiar with the device. There were no adverse consequences to the patient. The anvil and the housing of the first device will be returning. The first housing was not fired.